Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative. It was reported that intra-op, when hcp was implanting both leads, he found them harder to drive and turn than he normally does. When he attempted to turn the leads the tip would not change direction. Leads not moving well. Hcp is very experienced with implants so he found it odd. There were no known environmental/external/patient factors that may have led or contributed to the issue. Tried changing stylets but same result. The issue was resolved.